Event description:
The facility reported an automix 3+3/as compounder where the specific gravity keys on the control panel were not working. This condition occurred during programming in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through corrective and preventative action (CAPA). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported condition of nonfunctional specific gravity keys on the control panel was confirmed and reproduced during device evaluation. The exact root cause of this condition was determined to be a defective display printed circuit board (pcb). The display pcb was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Manufacturer narrative:
(B)(4). Corrected data: erroneously omitted from the initial medwatch: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.